Event description:
History of 1977 reconstruction after mastectomies. Episode of ruoq stinging when arm abducted, and history of painful mammograms; bilateral capsular contractures. Found bilateral ruptures.